Manufacturer narrative:
Update rec'd 9/27/2016-medical records received. After review of the medical records for MDR reportability, the pre-operative notes indicated pain and discomfort. There is no new information that would change the existing MDR decision. This complaint was updated on: 10/19/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states patient suffers from cup loosening. It was noted on xray trochanteric fracture along with mild migration. Update rec'd 9/30/2016 - sales rep reported patient was revised due to acetabular component loosening. Update rec'd 10/4/2016 - clinical der states patient was revised due to aseptic loosening - acetabulum and osteolysis. Osteolysis found in the acetabulum and proximal femur. No loosening of the stem. Head, liner, and shell revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/27/2016-medical records received. After review of the medical records for MDR reportability, the pre-operative notes indicated pain and discomfort. There is no new information that would change the existing MDR decision.